Event description:
This issue has been occurring since the beginning of 2020. I use a dexcom g6 to help monitor my blood glucose since I am a type 1 diabetic. The adhesive is giving me a chemical burn/ rash. The device is suppose to stay on for 10 days, but due to the adhesive eating my skin, it falls off in less than a week. The spot where the device was takes multiple weeks to fully heal. I have used dexcom for years and never had this issue until this year. I also wear an omnipod and don't have the adverse reaction I do to the dexcom g6 sensor adhesive. While the device gives me better control of my diabetes, I am not the benefits outweigh the pain experience. FDA safety report ID # (B)(4).